Event description:
It was reported that a male patient born (B)(6) 1952 underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest and ultimately death after an ablation procedure. It was reported by the caller that the lab staff informed them that the patient had passed away last night, after undergoing an ablation procedure earlier that day. The patient had been transferred to intensive care unit (ICU) after recovery from the procedure, a code was called at some point, and the patient was pronounced dead. Nothing unusual happened during the ablation. No errors on the bwi equipment. They were ablating at 40 watts. Additional information was later received indicating the physician did not disclose an official cause of death. It was reported from lab staff that the patient coded multiple times and eventually passed once they made it back to the intensive care unit (ICU) a few hours after the procedure. The patient had suffered multiple myocardial infarctions (mi¿s) and had very poor ejection fraction (ef). They had a single chamber implantable cardioverter defibrillator (ICD) that was pacing the ventricle. The patient¿s heart rate was 30 bpm so the physician was planning on upgrading to a dual chamber ICD. The smartablate generator used in the case.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).